Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump was alarming high-pressure and the pump had stopped. Per reporter, it was confirmed there were no occlusions or closed clamps. The pump settings were reviewed: res vol 274.2ml, dose volume 140ml, dose duration 30 minutes, dose cycle 24 hours, 50 minutes, kvo 0.0ml/hr, next dose: 11:00 was missed, dose rate 280ml, given 5.8ml. Per reporter, the pump was restarted but the alarm persisted. Per reporter, the cassette was removed and the tubing massaged as bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but after the battery was reinserted, the pump was unable to be powered on. The patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.